Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 5 of 6 for the mayfield skull clamp (catalog# unknown) and is linked to mfg report numbers: 1121308-2025-00001, 3006697299-2025-00004, 3006697299-2025-00005, 3006697299-2025-00006, 3006697299-2025-00009. A facility reported that during craniotomy cases they have been seeing post-operative infections ¿curtibacterium acnes bacteria¿ all involving the same doctor after using cusa devices and duragen. The integra account manager (iam) asked if they had been looking at their devices since he observed that they were not cleaning the mayfield equipment properly. As a result, the iam provided both the mayfield and cusa cleaning instructions to the facility. The customer is not sure which device may be causing the infections but are also using other manufacturer¿s products and have contacted them as well. During preoperative support for another case, the iam did observe that the opened cusa tray on the sterile field had a previously used tip still attached to the cusa 23k handpiece, and there was a previously used disposable wrench also in the tray. The surgical team had to break down the sterile field and sent all the items back to spd. The facility is primarily concerned with ensuring the cusa is being handled and cleaned properly and consistently, and the iam has arranged to provide retraining to the staff on all involved products used during the cases.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. This complaint cannot be confirmed as there has been no return of the a1059 skull clamp for evaluation and no photos have been provided. The a1059 mayfield modified skull clamp is part of a cranial stabilization system used for positioning and holding patients stationary for neurological surgery. The a1059 is provided unsterilized and cleaning instructions are included in the IFU. Both the mayfield base unit and the skull clamp applied to the patient are outside of the surgical site and positioned under the surgical drapes. There is generally no contact with the skull clamp or mayfield base as they are located outside of the sterile field during surgical intervention. Therefore, based on the available information and medical assessment provided, evidence does not suggest that the a1059 mayfield modified skull clamp reported in this complaint was causal to the reported event but to other factors primarily (i.e. Equipment not being clean properly as reported and observed by the integra sales representative). Infection is a known possible complication with any neurosurgical procedure. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Additional information has been received indicating the following: do you know where on patient¿s body the infection occurred (site of infection)? I do not know that formally, but it¿s been stated in conversations between staff and surgeon that it was within the surgical site (head/brain).

Event description:
N/a.